Manufacturer narrative:
(B)(4). Device not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
User facility medwatch report received that states: (B)(6) female admitted with diagnoses of acute stroke. She underwent endovascular procedure with stenting of the middle cerebral artery. The patient underwent follow-up arteriogram and during the procedure, the right femoral artery puncture site was closed with a perclose device. As reported, device noted to have fractured upon retrieving. The patient required going to surgery for right groin cutdown over the puncture site. Fluoroscopy used but foreign body not found, therefore arteriotomy performed at which time surgeon was able to identify and retrieve the fractured tip of the perclose device. The following additional information was provided: hospitalization was extended two days due to the surgical arteriotomy closure.

Manufacturer narrative:
(B)(4). Estimated weight - reportedly patient weighs approximately (B)(6). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.